Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient was found unconscious by a relative and was taken to the hospital. When she came to, the hospital advised her to eat something as her glucose level was extremely low; her bg was 56mg/dl although the cgm was reading 104mg/dl. She was released shortly after, the same day, when her glucose level went back to a normal level, and no medication or additional treatment was advised. She was doing fine at the time of the report several days later. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.